Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as the helix could not be properly affixed to the intended position. Moreover, a dislodgement of the lead was noted during the procedure and high out of range pacing impedance was also identified. A different lead was implanted and the procedure was completed successfully. No adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. The helix could not be tested due to the fractured inner coil. Moreover, a stylet insertion test was performed and did not pass as blockage was encountered approximately 400 mm from the terminal end, likely due to body fluid. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The reported dislodgement allegation during the attempted procedure was not confirmed as evidence from the field and product analysis were insufficient to verify it.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as the helix could not be properly affixed to the intended position. Moreover, a dislodgement of the lead was noted during the procedure and high out of range pacing impedance was also identified. A different lead was implanted and the procedure was completed successfully. No adverse patient effects were reported. The product was received for analysis.